Event description:
During the procedure to implant the excluder bifurcated endoprosthesis devices, in excess of 1 liter of blood loss occurred through the gore introducer sheath with a lunderquist wire as the primary wire. The blood was returned to the pt via cell saver. The procedure was completed without any adverse outcome for the pt. No allegation of product deficiency was made.